Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being monitored for a proximal type I endoleak and was treated with another manufacturer¿s stent and an endurant cuff. The endoleak improved but did not completely resolve and a small endoleak remained at the end. No further intervention was performed or planned. The patient is fine. Ctas from 2-months post-implant revealed that the bifurcate was placed within the 90 deg angulated neck. There is a proximal type I endoleak likely due to the neck angulation with lack of stent graft apposition and minimal seal length. The right (ipsilateral) limb is severely angulated 90 deg laterally at the origin of the right common iliac. No occlusion is seen. The likely cause of the type ia endoleak is anatomy; implanting within a highly angulated proximal neck.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck angulation that is greater than 60 degrees).